Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 5540030, 510k# k113174 and (B)(4) is approved for sale in us. The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with scoliosis underwent correction fusion at th6/12. Intra-op, set screw could not be inserted in mas screw. As a result, burrs were observed on three set screws. Surgeon performed final tightening with a counter torque using rrp. No patient complications were reported.